Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump had to be explanted because it was "safe state and then said low battery." Troubleshooting was limited as the pump logs were unknown as of the date of this report. The medication used within the system was unknown. Additional information was requested but not available at the time of this submission.